Event description:
Infant on high frequency oscillator required significant respiratory support. Noted difficulty passing closed suction catheter down ett endotracheal tube at about 8am. Decision made to electively reintubate. Upon extubating and examination of the ett, respiratory therapist found that the tip of ett was difficult to pass ballard suction catheter through. Respiratory therapist had also noted difficulty passing suction catheter through this ett on a previous date. No other issues documented.

Event description:
(B) (6) on high frequency oscillator required significant respiratory support. Noted difficulty passing closed suction catheter down ett endotracheal tube at about 8am. Decision made to electively reintubate. Upon extubating and examination of the ett, respiratory therapist found that the tip of ett was difficult to pass ballard suction catheter through. Respiratory therapist had also noted difficulty passing suction catheter through this ett on a previous date. No other issues documented.